Event description:
It was reported that (2) tct75 were used during an colectomy procedure. It was reported by the rep that the surgeon attempted to fire the tct75 across the colon, however the surgeon felt resistance in the firing stroke and the gun would not fire. The surgeon removed the linear cutter from the tissue and opened a second tct75 to cut across the colon. Again, the surgeon felt resistance and, again, the gun locked out. The surgeon removed the second linear cutter from the tissue. The surgeon opened a tlc75 to finish the case without incidence. There was no consequence to pt.